Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result of >0.50 ng/ml generated by the synchron lxi 725 clinical system for one patient. Repeat testing of the same sample and a subsequent sample both yielded <0.04ng/ml which were within the normal reference range. The patient received medication due to the elevated result (the exact medication is unknown). Exact result was not supplied.

Manufacturer narrative:
No additional information was provided for this event.